Event description:
It was reported that the patient's atrial lead exhibited noise over-sensing resulting in inappropriate mode switches. The lead was explanted and replaced. The patient was discharged without complications.